Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, 2 resolute onyx des were implanted in the 1st obtuse marginal and lad. Post-procedure, subject¿s troponin peaked at 3.57 ng/ml. Cec adjudicated non-q-wave mi (target vessel), mdt extended historical peri-pci and adjudicated stent thrombosis no event.

Manufacturer narrative:
Patient is a previous smoker. The index procedure was prompted by silent ischemia. During the index procedure two resolute onyx des were implanted in the lad and two resolute onyx des were implanted in the 1st obtuse marginal. A fifth resolute onyx des was attempted in the 1st obtuse marginal but was unable to cross and removed. If information is provided in the future, a supplemental report will be issued.